Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/08/2015-device evaluation:the pump has been returned and evaluated by product analysis on 10/20/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that the information from the event date had been over written due to continued use of the pump. During testing, the rewind, load, and prime steps were completed successfully with no suspensions without intervention observed. None of the keypad buttons tested to be over responsive. The pump was manually suspended and resumed with no duplicated issues. The suspend issue complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the pump was powered on and the display screen appeared discolored.